Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. A review of the logfiles confirmed the customer reported event. During an onsite visit, the field service engineer (fse) was not able to confirm the customer reported event and performed preventive maintenance. The fse replaced card and the flash because the memory contains special characters. The fse found a power strip box on which the laser and the bed were notably plugged in. The power strip box was defective and breaks down if you turn on its switch. By plugging in the laser and reading it on another power strip, there is no problem. It is indeed the power strip box that is defective. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A client reported two interrupted treatments. It was reported that interrupted treatment could always be resumed afterwards if the correction was not sufficient. A company representative replaced the card to solve the problem. New information was received. The device itself completely cuts off. There was no power failure. Everything else was working. This occurs on both eyes of the patient. They went to another room and used another laser. A call was received that the power strip that the laser and bed were plugged into was found to be defective by the clinic. The laser and bed were plugged into a new power strip and they worked fine. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.